Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope photos revealed the needle exhibited amounts of intergranular and possibly some transgranular failure.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(6). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The needle was examined for attribute defects and the needle had a broken barrel. No suture remnant was observed into the barrel. Additionally, there are not marks on the needle by use of the needle holder.